Event description:
A remstar auto device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and object code indicates the blower contributed to the foam degradation. Additionally, the service technician noted fluid fail contamination and error codes were displayed (e065 / e-65: err_stuck_encoder_a and e066 / e-66: err_stuck_encoder_b ) in the device log. The device was scrapped by the service center after the evaluation was completed.